Event description:
The customer received a questionable igg result for one patient sample. The initial result from an aliquot tube was 6125 mg/dl with a data flag and was automatically repeated on dilution with a result of 15058 mg/dl. This result was reported outside the lab and was questioned by the doctor. On (B)(6) 2013, the original sample tube was repeated and the result was 1225 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The igg reagent lot number was 68356001 with an expiration date of 02/28/2015. The field service representative could not determine a specific root cause. He found all checks passed and the aliquot tube was empty therefore the sample integrity could not be checked. He checked the sample, reagent and rinse functions, observed the sample and reagent dispense, checked the probe alignments, reviewed igg calibration and qc and ran a 20 cup igg precision test. All checks and results were in range and the system was running igg samples with no discrepant results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the limited information provided from the customer, the investigation could not determine a specific root cause.